Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2307214. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, leakage was observed through the plunger component. It has been determined that this incident resulted from damage to the plunger. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
The discovery of air in the syringe was made by the registered nurse during the preparation of the medication. It therefore occurred before the patient was injected, which explains why there were no consequences for the patient. The nurse changed syringes so as to be able to carry out the injection, checking that there were no air bubbles in the new syringe.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd discardit¿ ii - 2-piece syringe the plunger rod was damaged. The following was translated from (B)(6) to english: using a 2 piece luer 10 ml syringe for IV injection. Failure of the piston in the syringe allowing air to pass through.